Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 453 mg/dl. The customer declined troubleshooting for high blood glucose. She also reported a broken holster. Nothing further reported.